Event description:
It was reported that the pump was not communicating with the battery. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The pump was in excellent condition. Event history log (ehl) showed: battery communication timeout and base hardware failure. Power up process was performed and the reported problem was not duplicated. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced battery and interconnect board for preventive measure; performed power up process which passed. A corrective and preventative action has been opened to address the reported issue.